Event description:
Customer reported the aec is not working. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired the ac plug. System operates as intended.